Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. No anomaly found on keypads and lcd display noted.

Manufacturer narrative:
(B)(4). It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a frozen display and stuck button alarm. The customer¿s blood glucose was 10.5 mmol/l at the time of incident. Customer stated that the insulin pump had a partial display and the buttons does not work. The insulin pump is being replaced and is expected to return for analysis.